Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was a sudden return of symptoms two weeks ago ((B)(6) 2015). No trauma/falls were reported that could be related to the issue. Symptoms of leakage was reported. It was noted the patient was to follow-up with their physician if increasing stimulation had not resolved the leakage. The indication for use was interstim-other. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.